Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the system hasn¿t been working for a while. The hcp stated they were looking to replace the device in the near future. It was also reported that there was poor communication. The patient reported they were not able to start an ins charge session, the implant wouldn¿t connect to the recharger, and they have been adjusting for hours but nothing works. The patient had to cancel an MRI because she is unable to activate MRI mode. The reason for the MRI was to get the device removed. The patient has an appointment on (B)(6) 2018. No symptoms or further complications were reported.